Event description:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not "disconnected from the tube" when the mynx was removed from the patient. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure used a retrograde approach. A 5f non-cordis sheath was used. There was a prior access a couple weeks before the procedure. There was no visible damage to the sheath or the distal end after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The patient was an inpatient at the facility and was recovered. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The user was trained to the device. The device was stored per labeling. The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The device will not be returned for evaluation, it was discarded.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2218103 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
As reported, the sealant of a 5f mynxgrip vascular closure device (vcd) was not "disconnected from the tube" when the mynx was removed from the patient. Manual compression was used to achieve hemostasis. There was no reported patient injury. The procedure used a retrograde approach. A 5f non-cordis sheath was used. There was a prior access a couple weeks before the procedure. There was no visible damage to the sheath or the distal end after removal. There was no presence of pvd / calcium in the vicinity of the puncture site. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. The patient was an inpatient at the facility and was recovered. There was no pulsatile bleeding of the puncture site immediately noted upon removal of the advancer tube. The user was trained to the device. The device was stored per labeling. The device was opened in a sterile field. Other procedural details were requested but are unknown, unavailable, not answered, or not applicable. The product was not returned for analysis. A product history record (phr) review of lot f2218103 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿ sealant stuck to device components¿ could not be confirmed as the product was not returned for analysis. The exact cause of the reported event could not be conclusively determined. Procedural factors, such as the sealant prematurely hydrating, increasing the profile, adhering to the device components, may have contributed to the reported event. According to the instructions for use which is not intended as a mitigation of risk, it instructs users to open the procedural sheath stopcock and confirm temporary hemostasis while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy). Failure to open the procedural sheath stopcock and/or high tension applied to the balloon catheter during the deploy sealant step can result in a tight seal at the tip of the sheath, and as the device is advanced, blood can be trapped inside the sheath and caused the sealant to hydrate prematurely, resulting in the reported incident. Neither the phr review nor the information available suggests that the reported failures could be related to.